Manufacturer narrative:
Probe 1: a device history record (DHR) review for each the probe component lots was conducted. According to DHR reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No further anomalies were identified. No additional investigation is required based on DHR reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Probe 2: a DHR review for each of the probe component lots was conducted. No anomaly was found during the DHR reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because no samples were returned and because the lot information provided indicated the product was released to the product¿s acceptance criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not work during a combined cataract/vitrectomy procedure. The product was exchanged and the procedure was completed with no consequences to the patient. Additional information and product sample were requested.